Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint of ¿the pin in jaws came loose". The instrument was found to have the grip pin dislodged at the distal end. The pin was returned with the instrument. The pin may have not been swaged correctly. The root cause of dislodged instrument grip pin is attributed to manufacturing. Failure analysis also found the following additional observations not reported by the site and unrelated to the reportable failure: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.037¿ - 0.171¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on the instrument main tube is typically attributed to mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. An instrument log review was completed and showed that the prograsp forceps with lot number of n10200525-0435 was used on system sk 0234. The instrument had 6 uses remaining. Per logs, a backup prograsp forceps was also used in the procedure. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was reported that a pin from the prograsp forceps instrument became loose. It is unknown if any fragments from the instrument fell inside the patient. An x-ray was performed postoperatively to look for missing fragments. The result of the x-ray was not available. The instrument grip pin was dislodged with no evidence or claim of user mishandling/misuse. Unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur and unknown whether a fragment fell inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the pin in the jaw of the prograsp forceps instrument came loose. According to the surgeon, the prograsp forceps was being used as it normally would be during the case. The jaw was closed on tissue and when it was opened again to re-grab tissue, the pin popped out, causing the jaws to swing open, rendering the instrument unable to grab tissue. The instrument could not be removed through the trocar because of the fishhook shape. The arm and trocar were removed together through the abdominal wall as atraumaticly as possible. The pin never completely left the instrument but due to the size of the pin, it is unclear if anything else held it in place. A new prograsp forceps was opened and the case was continued. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with reporter and obtained the following information: there were no visible fragments that fell inside the patient. The loose pin, which was the concern, was still retained when the instrument was removed. There were no additional procedures performed to remove fragments, but an x-ray was done postoperatively. The result of the x-ray was not available. The surgeon is unsure of why the instrument failed. The instrument was used to grab mesentery and there were no issues with the functionality of the instrument prior to the incident occurring. There was also no collision of the instrument during surgery. The instrument was inspected before use and there was nothing out of the ordinary. According to the reporter, the instruments are exchanged multiple times during long cases. The prograsp forceps did not exit the cannula. There are no photos available but the reporter will discuss with the surgeon if any video was recorded.